Event description:
A tandem mobi cartridge alarm was reported by the caller. There was no adverse impact to the customer¿s blood glucose level. The customer was advised by technical support to remove the cartridge from the pump and administer a 9-unit bolus, affecting the insulin on board. The customer successfully troubleshot the alarm and resumed insulin delivery, loading a new cartridge as the original one could not be reloaded. The issue was resolved.